Manufacturer narrative:
B5 has been updated with additional information following investigation completion. D6 device code and component code has been updated with additional information following investigation completion. The device was inspected and confirmed to have a fractured at the threaded inner shaft tip. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, two similar complaints were identified. It is likely that excessive torque was placed on the device during a previous procedure. The ozark surgical technique indicates that the driver should be used with a 12 in-lbs torque limiting handle. If the instrument is subjected to a torque greater than 12 in-lbs., then it will likely result in device damage, such as the observed tip fracture.

Event description:
It was initially reported that the inner shaft of an ozark screw driver was noticed to be missing post-operatively. However, following investigation conclusion the tip of the inner shaft was only fractured. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay using the complaint device.

Event description:
It was reported that the inner shaft of an ozark screw driver was noticed to be missing post-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay using the complaint device.